Manufacturer narrative:
Qn#(B)(4). Per DHR the product auto endo5 ml lot # 73b1700487 was manufactured on 02/27/2017 a total of 288 pieces. Lot was released on 03/07/2017. DHR investigation did not show issues related to complaint. The customer returned one unit 543965 autoendo5 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with multiple damages. The channel was dented inwards from multiple directions and the tube was bent inwards. Also, the bottom jaw was severely bent and was out of position as its pivot point was forward at the end of the outer tube. The sample appears used as there is biological material present on the device. This sample was reviewed with a r & d engineer. Functional inspection could not be performed due to the condition of the returned sample. However, the sample was disassembled to inspect the internal components. Upon disassembly, it was found that the ratchet ears were intact. However, the jaw spring was missing from the device. The damages observed indicate that the user most likely tried to apply a clip over something hard (possibly another clip). The damages were extensive enough to cause the jaw spring to fall out of the device. The IFU for this product, l03496, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "clips slipped" was confirmed based upon the sample received. The sample was received with multiple damages that appeared to be caused by the end user trying to apply a clip over something hard (possibly another clip). The channel was dented inwards from multiple directions and the tube was bent inwards. Also, the bottom jaw was severely bent and was out of position as its pivot point was forward at the end of the outer tube. The jaw spring was missing from the device, but this was most likely due to the damages being excessive enough to cause the jaw spring to fall out of the device. At the time of manufacturing assembly, the autoendo5 is 100% inspected for proper clip loading and closure. It is unlikely that this type of damage was present at the time of manufacturing. A device history record review was performed on the device with no evidence to suggest a manufacturing related defect. Based upon the observed damage, operational context caused or contributed to this event.

Event description:
It was reported that during ahemicolectomy, jaw and shaft damage was found.

Manufacturer narrative:
(B)(4). The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during ahemicolectomy, jaw and shaft damage was found.